Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their ins was not working as they could not get the screen to come up on it. Patient then confirmed that the patient programmer would not power on and they was no information displayed on the screen. Patient confirmed that their patient programmer had not been wet/dropped and no corrosion in battery compartment. Patient further reported that they do not think their ins was working as they have been wetting themselves for the last two weeks. During troubleshooting, it was confirmed that the patient did not have the recommended batteries available and patient was advised to call back once they have the right batteries and issue was unresolved. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the cause was unknown and that they charged the battery 3 times and it still not working and that the patient programmer just beeps at them when they push the buttons.